Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were noise episodes noted on the right ventricular (rv) lead due to myopotentials which resulted in oversensing and a loss of ventricular output. The patient experienced brief asystole due to the loss of output but was asymptomatic. Diagnostic imaging was performed which revealed no anomalies. The device was reprogrammed to resolve the issue and the patient was stable and will continue to be monitored.